Event description:
An advanced practice rn read an obituary notice in the paper for one of the patients that she had recently cared for in the hospital. She noted that the obituary discussed that the patient would be cremated and she recalled that the patient had a pain pump inserted just prior to discharge on the patient's last visit. She called the crematorium and asked if they were aware that the patient had this implanted device. They were not; and noted that they were just getting ready to begin the cremation. They were able to halt the process and remove the device before proceeding. Implanted devices with batteries can explode during the cremation process, which poses a danger to those who work at such facilities not only from the explosion, but also from the radiation that can be released. The explosion is also forceful enough that the crematorium itself can be significantly damaged. In addition, the terminology funeral homes/crematories use with families to screen for devices is very leading and specifies "pacemaker" rather than a generic question about any implanted device. Implanted devices are not always easy to identify on a simple screen of the body itself and might not be identified during the funeral home's investigation of the body. They usually catch obvious palpable devices, scars in obvious locations (chest - pacer), or bodies that are "beeping" for unknown reasons - their words, specifically.the nurse notified the manufacturer, who confirmed that the device can explode if it remains in a body during cremation.

Event description:
An advanced practice rn read an obituary notice in the paper for one of the patients that she had recently cared for in the hospital. She noted that the obituary discussed that the patient would be cremated and she recalled that the patient had a pain pump inserted just prior to discharge on the patient's last visit. She called the crematorium and asked if they were aware that the patient had this implanted device. They were not; and noted that they were just getting ready to begin the cremation. They were able to halt the process and remove the device before proceeding. Implanted devices with batteries can explode during the cremation process, which poses a danger to those who work at such facilities not only from the explosion, but also from the radiation that can be released. The explosion is also forceful enough that the crematorium itself can be significantly damaged. In addition, the terminology funeral homes/crematories use with families to screen for devices is very leading and specifies "pacemaker" rather than a generic question about any implanted device. Implanted devices are not always easy to identify on a simple screen of the body itself and might not be identified during the funeral home's investigation of the body. They usually catch obvious palpable devices, scars in obvious locations (chest - pacer), or bodies that are "beeping" for unknown reasons - their words, specifically.the nurse notified the manufacturer, who confirmed that the device can explode if it remains in a body during cremation.